Event description:
Customer reportedly received results of 100 md/dl and 25 mg/dl within 10 mins on the aviva system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with a peanut butter sandwich and low blood glucose symptoms improved 30 mins later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.